Event description:
Hfov circuit was a new hepa filtered circuit. The t bar connect piece between the red and green valves was broken. The circuit came apart at this point during pt assesment and the break was found. Respiratory supervisor called and a new hfov machine brought up. Broken circuit was left on machine for respiratory biomed to investigate.